Event description:
Boston scientific received information from the patient that one year post implant, a leak occurred with his ancure endograft, and this was successfully repaired. The patient reported having imaging done to follow the graft until three years ago, when he did not want any additional exposure to the imaging dye. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information is received, this event will be updated.